Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer had experienced a low blood glucose in the middle of the night and her spouse had to call emergency medical services because she was unconscious. Customer's blood glucose was 41 mg/dl, current 81 mg/dl. Customer stated she has been having issues since she changed her insulin back in october. Emergency medical service were dispatched and treated at home. Customer has been working with doctor to adjust the settings. The customer is not returning the device for analysis.